Manufacturer narrative:
Method: risk assessment; results: according to the surgical technique, the choice of proper shape, size and design of the implant for each patient is crucial to the success of the surgery. Conclusion: therefore the reported event of cage migration post surgery is likely due to the implantation of improper sized cage.

Event description:
It was reported that; on (B)(6) 2016, the patient underwent the surgery with the peek(using to l5-s). On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the one peek backed out. The surgeon is monitoring for the patient now. Surgeon's comment: the size in chosen cage was small. There was little compression. The pain and the numbness don't occur to a patient now.

Event description:
It was reported that; on (B)(6) 2016, the patient underwent the surgery with the peek(using to l5-s). On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the one peek backed out. The surgeon is monitoring for the patient now. Surgeon's comment: the size in chosen cage was small. There was little compression. The pain and the numbness don't occur to a patient now.